Event description:
The facility reported that as the resident was being lifted from the wheelchair, the jib detached from the mast carriage and struck the resident on the right side of the head and right shoulder. The resident was taken to the ER. The resident sustained a skin tear to her left hand and treated with routine skin-tear care.